Manufacturer narrative:
The insulin pump functioned properly and passed functional test including displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No delivery anomaly noted during our testing. However, the insulin pump was received with minor scratched lcd window, cracked reservoir tube lip and cracked belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that there was an absence of no delivery alarm. The customer's blood glucose was 12.3 mmol/l at the time of incident. The insulin pump will be returned for analysis.